Event description:
It was reported that the customer was in the emergency room due to high blood glucose over 600mg/dl. The customer experienced muscle cramps. It was stated that the customer was treated with an insulin drip to stabilize his glucose level. Assisted the caller to run a manual prime test and the insulin did exit. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was returned with broken reservoir tube lip and scratched display window.